Event description:
Ous MDR - after an implantation period of 41 months, oversensing was reported. The lead was explanted, but not returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 27.5 cm distal to the is-1 connector pin. The proximal and the distal lead fragment were received and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular approx. 14 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered as the root cause of oversensing mentioned in the complaint description. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased in-growth which had impact on the maneuverability of the lead. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Furthermore the lead demonstrated severe damages from the extraction procedure. The analysis did not reveal any sign of a material or manufacturing problem.